Event description:
It was reported that the patient had wound hematoma. The patient was admitted, the hematoma was drained, and the patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.